Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained lead noise due to post paced t wave oversensing was observed via merlin.net transmission. Reprogramming was recommended. The patient condition was fine.